Event description:
Pt was injected in the nasolabial folds with radiesse dermal filler; the following day, she developed an infection superior to the injection on the nasal sidewall and into her cheek.

Manufacturer narrative:
Pt was injected in the nasolabial folds with radiesse dermal filler; the following day, she developed an infection superior to the injection site on the nasal sidewall and into her cheek. The pt was prescribed augmentin 875mg, twice a day for ten days and valtrex 1000mg, three times a day for seven days and applying topical bacitracin and warm compresses. The infection has resolved, and the infection site remains red. Dr consulted with another dr regarding wound care and laser treatments.